Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that component failure led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the probe was deformed when unpacked. The issue was found during a therapeutic transurethral resection of the prostate procedure and completed using a similar device. There was no reports of patient harm.